Event description:
Spontaneous call spoke with pt's mom, who said a few cartridges were rough and getting stuck, so she threw them out and used other ones to continue the infusion, no delay in medication. No adverse events reported. Lot number of the cartridges 4266305. No additional information available. Reported to (B)(6) by pt/caregiver.